Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal end of the microintroducer. It was observed that the end of the ptfe sheath was damaged/deformed. There was no obvious evidence of use on the device. No specific details of the damage to the device could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that 3 fr PICC introducer was defective in the kit, the edges were bent, and it was unsafe to place in patient. They opened a 3fr midline kit and used the introducer. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that 3 fr PICC introducer was defective in the kit, the edges were bent, and it was unsafe to place in patient. They opened a 3fr midline kit and used the introducer. No other information was provided.